Event description:
Letter from the attorney alleges that the consumer was shopping when the scooter allegedly "malfunctioned, failed to stop and toppled over, causing plaintiff to sustain serious and permanent injuries as a result thereof".